Event description:
The customer has obtained a false negative result on one patient sample for human chorionic gonadotropin (hcg) on an immulite 2000 instrument. The patient sample was then repeated on the same immulite 2000 instrument and the result was positive and in alignment with the clinical picture of the patient. It is unknown if the initial or the repeated result for hcg were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to false negative hcg result.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument files provided by the customer. Hsc did not find any specific errors on the instrument that could be related to the discordant false negative sample at that time it was being run on the instrument. The cause of the false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.